Event description:
It was reported that during a lap hysterectomy procedure, the tissue pad of the product broke and fell off. It is not known if the pad was left in the pt. The piece was not located. The case was completed with another like device.

Manufacturer narrative:
Date sent: 8/6/2008. Info anticipated, but unavailable at this time.